Event description:
It was reported that the device was showing force sensor failure error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Force sensor test error. Found in pump event history log. Power up process and force sensor test was unable to duplicate the reported problem. The root cause of the reported issue was found to be user error. The pump is over 12 years old. Actions were taken to mitigate the reported issue: replaced cracked left and right plunger case, added missing o-ring, worn plunger cable, cracked top case and bottom case, depleted battery, upgraded power receptacle, worn leadscrew, right and left clutch and clutch spring, worn square shaft. UDI information is unknown.